Manufacturer narrative:
The lot number was provided both malfunctions; therefore a review of the device history records is currently being performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 604580 implantable port allegedly experienced a defective component. This information was received from various sources. Of the 2 malfunctions, both involved a patient with no reported patient consequences. One patient is a (B)(6) year old male, no weight was reported. The other patient is a (B)(6) year old female, who weights (B)(6) kgs.